Event description:
Pt reported that, while attempting to resolve recurrent cartridge/adapter alerts, they discovered that insulin was leaking from the tip of the device's adapter. Pt's blood glucose was not affected and no treatment was received. They switched to a new adapter, and continued using the device.